Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the connection with reservoir compartment was broken and the ring was missing as well as the slides where the belt-clip is attached was broke off. The insulin pump will not be returned for analysis

Manufacturer narrative:
Pump was received with cracked reservoir tube lip, cracked belt clip slot. No missing reservoir tube o-ring / missing reservoir tube lip ring or broken reservoir tube noted.